Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and cervi cal/neck. The reason for call was pt just left their doctor office and the pt was told to get a hold of clinical specialist.  Pt was needing a medtronic representative at their next doctor appointment since pt was having trouble with their programmer and with something about cases work comp. Pt was needing a specialist to be there to approve of a battery replacement for a representative needed to look and say the battery needed to be replaced. Pts hcp would not reach out to invite a representative for they told the pt they had to deal with it. About a month ago pt started having an issue with were they would be running with their medtronic device then it would turn off. Pt would get the programmer out and sync it up for pt had groups a b c d programmer but pt runs off of a. When syncing up sometimes it will have a line at top of the screen with aa and other stuff and if the pt click it would go to b c or d; pt would have to fool around to get to a. When pt turned it back on it would run and when they leave it for a day or two and sync it up it will be out of a group and in a different program that does nothing. Pt did not know if there was damaged to ins by picking a box up or what. Pt said this process was goofy with their hcp for they never had an issue with hcp office before they retired for they would call the representative directly, pt had two batteries changed and a representative would be there and would adjust the stimulator right (no allegations were made). The patient was redirected to their healthcare provider to further address the issue. Rep reported they spoke to patient. Issue has been taken care of. Rep reported that the patient just wanted reprogramming and was scheduled for it.